Manufacturer narrative:
Results - scale was set on gain/loss mode, and bed exit unavailable.

Event description:
It was reported by service report that the scale gain/loss was turned on, and bed exit could not be set. It is unk if there was pt involvement or adverse consequences to report.